Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records identified one approved temporary deviation notice (dn). There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility¿s chief technician reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak at the initiation of treatment. Treatment was stopped. The patient¿s blood was not rinsed back. The patient was able to complete treatment with a new set-up on the same machine. The estimated blood loss (ebl) was approximately 300 milliliters (ml). There was no patient adverse effect and no medical intervention was required as a result of this event. The patient¿s post treatment condition was fine. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The dialyzer was not available to be returned to the manufacturer as it was discarded by the user facility.